Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The placement was performed with a standard chloraprep and lidocaine. Post procedure, when the patient was changing back into his clothes he developed a rash and hives and lips swelling. He felt like the reaction was affecting his airway although he was not having trouble breathing. The patient received intramuscular injection (im) epinephrine and antihistamine. On (B)(6) 2021, additional information received stating that the patient was stable on an epinephrine drip. Every time he was weaned off the epinephrine drip his whole body rash and hives return, prompting them to turn the epinephrine back on. Due to the prolonged epinephrine treatments the physician decided to give the patient peripherally inserted central catheter (PICC) and remain in the intensive care units (ICU) while also receiving steroids and antihistamines. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Additional information received update on: block b5:describe event or problem. Block b7: patient history. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e0402 captures the reportable event of allergic reaction. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The patient was having allergic reaction. The spaceoar vue was placed and it was a standard preparation of lidocaine for local numbing on the skin there was no sedation. When the patient was changing back into his clothes he had a rash and hives and lips swelling. He felt like it was affecting his airway although he was not having trouble breathing. The patient received intramuscular injection (im) epinephrine and antihistamine. On august 19, 2021, additional information received stating that the patient was stable however everytime he weaned off his epinephrine drip his whole body rash and hives have come back, prompting them to turn the epinephrine back on. Due to the prolonged epinephrine treatments the physician decided to give the patient peripherally inserted central catheter (PICC) and remain in the intensive care units (ICU) while also received steroids and antihistamines. On september 13, 2021, additional information received stating that the patient was doing well and eventually stabilized. The patient is nearly done with his radiation treatment. The patient was in the ICU for six days after his initial allergic reaction. The physician attempted to wean the patient off of the epinephrine drip two times, each resulting in a rash returning. Three days after the initial allergic reaction, the physician successfully weaned the patient off of epinephrine and administered steroids and antihistamines. The patient was then able to leave the ICU and remained stable. The patient was discharged and sent home on certrizine 20mg twice daily, montelukast 10 mg and famotidine 20 mg twice daily. Also given a discharge prescription for epinephrine pens as a precaution.